Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The explanted devices were requested for evaluation but not returned. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is that with time and as stated in follow-up information, there was further progression of osteoarthritic conditions resulting in compromise of the original device and /or fixation or if the patient had experienced unreported trauma/injury to the shoulder. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Unknown device disposition.

Event description:
It was reported that a revision surgery was done because the rotator cuff became arthritic and deteriorated and the patient was in need of a reverse shoulder.